Event description:
After having essure implanted I have had headaches, abdominal pain, skin rashes, lethargy and my throat feels like its closing. I have a nickel allergy and was misled on the affects it would have on me.